Manufacturer narrative:
Date of event: unknown - customer doesn't know when it happened.

Event description:
Customer reported that during preventative maintenance (pm), performance verification test (pvt), the unit failed extended self test (est) with an error code message of crossover circuit fault. Customer reported that there was no patient involvement.